Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the touch pad on the keyboard of the viewing station of the imaging system was intermittently losing functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field.